Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date the patient had blood glucose (bg) reading of over 250 mg/dl with symptoms of diabetic ketoacidosis and was taken to the hospital. No additional information was provided regarding if the patient received any specific treatment at the health care facility and the nature of the pump malfunction encountered. Several attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged pump malfunction of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.